Event description:
It was reported that customer had experienced high blood glucose. The customer¿s blood glucose level was 600 mg/dl. The customer¿s current blood glucose value was 100 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 600 mg/dl and sensor glucose was 80 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 80 mg/dl. No further complications were reported. Troubleshooting was not performed. The customer will continue to use the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.